Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced reagent probe a and wash collar. Repairs were confirmed by running a precision test. The results were acceptable. Upon recur, the hardware failures could cause erroneous results on any or all cartridge chemistries. Treatment could be initiated or withheld based on erroneous results. A clear root cause for this event was not identified.

Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously high triglyceride (tg) result generated by the unicel dxc 600i synchron access clinical systems. The high result was detected because the calculated ldl was a negative number. The specimen was rerun, the tg result was lower and the calculated ldl result was believable. The false result was not reported out of the lab. There was no affect to patient treatment.